Event description:
Procedure: lobectomy. According to the reporter: idrive was used with device. At the 6th firing, device could be fired completely but the vessel parted ways in two before opening the jaws and bleeding occurred. The surgeon commented it seemed the staples didn't engaged. Immediate blood transfusion was done and it converted to open surgery. Hemostatic agent was used. Operating time extended: more than 30 minutes. Over 500 cc bleeding.

Manufacturer narrative:
(B)(4).